Manufacturer narrative:
The device was not returned for evaluation. The reported break and leak were not able to be confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported leak and break were determined to be related to operational context. In this case, it is likely that the reported break caused the reported leak. It is also likely that the break was caused by inadvertent mishandling or damage during prep. It is likely that the bond of the catheter to the sideport was compromised by excess force (pulling) or angulation applied to the sideport tubing during preparation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during preparation with the dragonfly optis imaging catheter, once opened and attempted to be flushed, the saline dripped out and the imaging catheter looked to be cracked where the side arm meets the catheter. The procedure completed using another dragonfly optis imaging catheter. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Correction(s): b5 - describe event or problem: revised . D1 - brand name updated from dragonfly opstar imaging catheter to: "dragonfly opstar¿". D2a - common device name updated from diagnostic imaging catheter to: "catheter, intravascular, diagnostic". D3 - name, address 1, city, state, postal code updated from abbott vascular 26531 ynez rd. Temecula ca 92591-4628 to: "lightlab imaging, inc.4 robbins rd. Westford ma 01886"

Event description:
Subsequent to the previously filed report, additional information was received: it was reported during preparation with the dragonfly opstar imaging catheter, once opened and attempted to be flushed, the saline dripped out and the imaging catheter looked to be cracked where the side arm meets the catheter. The procedure completed using another dragonfly opstar imaging catheter. There was no patient involvement and no clinically significant delay. No additional information was provided.